Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin method available and planned to contact healthcare provider, while technical support arranged shipment of replacement pump.